Manufacturer narrative:
(B)(4). Expiration date: either 01 june 2012 or 01 july 2012. MFR date: between 18 june 2009 and 31 july 2009. . Product evaluated and customer's experience of hole in set was confirmed. The hole in the set was observed to be a tear in the silicone tubing at the lower fitment engagement. The root cause of the tear was not identified. The known failure modes for leaks in the silicone segment have previously been identified to be due to use conditions such as excessive force/improper set orientation during installation or removal; cuts, pinching, and tearing, etc. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build of this set model number for the failure mode reported.

Event description:
Customer reported set had a hole at unspecified location. No pt harm reported. Although requested, no further pt/event info was provided.